Manufacturer narrative:
This is report 1 of 3. The submission numbers will be referenced in subsequent reports.

Event description:
It was reported that during a navigated total knee replacement procedure, the pin broke off and was left inside the patient femur. The pin broke of during removal from the femur at the completion of the procedure. The procedure was completed successfully with a delay of an unspecified amount of time. No medical intervention was administered and the pin was left in the patients' femur. Three pins were utilized during the procedure, and only one broke; however, it was not identified which specific pin broke.

Manufacturer narrative:
The reported event that a part of the disposable navigation ortholock pin broke was confirmed by the complaint specialist. During the visual inspection, the navigation pin was found to be broken. According to additional information received about the reported event it is possible that during the surgery the pin collided with a screw. The pins must be placed in such a way that they do not result in collision with implants. A collision with an implanted screw could have caused or resulted to the reported event.

Event description:
It was reported that during a navigated total knee replacement procedure the pin broke off and was left inside the patient femur. The pin broke of during removal from the femur at the completion of the procedure. The procedure was completed successfully with a delay of an unspecified amount of time. No medical intervention was administered and the pin was left in the patients' femur. Three pins were utilized during the procedure, and only one broke; however, it was not identified which specific pin broke.